Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The analyzer bellows, poppet valve set, and pinch valve tubing were replaced, and the issue was resolved. Tracking and trending did not identify any adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect c16000 analyzer generated a falsely elevated sodium result for one patient sample. The analyzer generated an initial sodium result of 178 and a repeat result of 139. The falsely elevated sodium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.